Event description:
The customer returned the Cysto-Nephro Fiberscope, which is an Olympus asset with no reported complaint. During the device analysis, the service repair technician indicated adhesive on the bending section cover/distal sheath has a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.